Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having intermittencies with the device. This issue was going on for about 1 month before he reported the problem. The user was re-implanted with a bone conduction implant.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization was determined to be the root cause of device failure. Surgical placement is a frequent contributor to such failures. In the given case, the device explant report form reports that there was neither an implant bed nor implant fixation. This is a final report.

Event description:
The recipient reported having intermittencies with the device. This issue was going on for about 1 month before he reported the problem. The recipient was re-implanted with a bone conduction implant.